Event description:
The customer reported via the (B)(4) that they have had case of wrong side surgery where the wrong side prosthesis was placed in a knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt. Should additional information become available, the evaluation summary will be submitted in a supplemental report.